Event description:
It was reported that the patient was successfully treated. The endurant was explanted and replaced with a y graft. The patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 49 x 56mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 20 mm in diameter and 55 mm in length. It was reported that at the patient's 2 year follow up appointment the aneurysm is 61 x 65mm in diameter by 10 cm. Pre-operative CT data shows that the vessel has severe tortuosity just below the renal artery. A type ia endoleak was noted. However, there is no room for additional treatment so the patient will have a secondary intervention where the endurant stent graft will be explanted and a y-graft will be implanted. As for the cause, the neck was angulated and right under this angulation, there seemed to be enough landing zone in distal vessel. The physician noted that this area was already in morbid condition, and remained pressure in the sac by a type ii endoleak which continued to dilate the vessel over time and sealing was lost.open conversion is planned for the patient. No clinical sequelae were reported and the patient will be monitored by the physician. The review of several returned films cta's pre-implant confirmed that the patient had a very short and angulated proximal neck. The angle of the neck could not be determined but appeared to be >60deg, and below the angulated portion the neck straightened out. However, it is unknown where in the neck the device was initially implanted. The neck was also calcified. Several post-implant cta's confirmed a likely proximal type I endoleak; the bifurcate is seen implanted within the distal end of the angulated portion of the proximal neck. The max aaa diameter is 6cm. The cause of the endoleak is unknown.